Manufacturer narrative:
The previously reported stent deformation occurred in vivo when crossing the lesion. The stent was not implanted. Another stent was implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands but not meeting specification due to deformation of proximal stent wraps. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary, drug eluting stent was used to treat a moderate tortuosity, none calcified lesion exhibiting 80% stenosis in the mid left anterior descending (lad) artery. The device not was inspected. The lesion was pre dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo post deployment. The patient is alive with no injury.